Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, a color chip failure error message occurred. The hsat was replaced during the repair and the new hsat from stock gave a color chip failure error message during the manufacturing test. The ir1 value was out of spec at 12.46%. Since this was an out of box event, there were no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.